Event description:
It was reported that the device went from normal values to triggering elective replacement indicator (eri) in 14 days. The device will be explanted and replaced. There were no reported patient complications as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.